Manufacturer narrative:
Two hundreds fifty lenses were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in spec. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. Lot#1459790634 was produced under normal conditions. Based on all available info, no causal factors can be determined and no condition can be drawn. Add'l info will be submitted within 30 days of receipt.

Event description:
A pt emailed us reporting that she had developed numerous ulcers over the last two years and was treated by a corneal specialist. Pt reported that the ulcers never affected her vision. She was given drops and told to stay out of contact lenses (cl) for 2-3 weeks. Pt has since had lasik and no longer wears cl. Medical records received (B)(4) 2014 state: pt was given trials of trueye lenses on (B)(6) 2011, va was 20/20. Pt was seen on (B)(6) 2013 c/o pain in os 1 x day, os is red and experiencing fbs. Va 20/20 os. Exam noted neovascularization, peripheral ulcer noted os. Pt advised to discontinue cl, prescribed moxeza qlh and pf artificial tears. Pt followed up with an ophthalmologist the following day, exam noted a 1x1.4mm nasal ulcer at the 8 o'clock position os. Pt had evidence of prior limbal ulcers in her right eye and ophthalmologist noted moderate meibomian gland dysfunction. Pt was showing significant improvement with the moxeza prescribed. Pt was advised to continue the moxeza and warm compresses. Ophthalmologist reported on (B)(6) 2013 that the "corneal infection" resolved completely and there was a nasal scar. Pt was seen by her normal eye care professional (ecp) on (B)(6) 2014. Pt has had lasik, va 20/20. Pt is currently using pf artificial tears. On (B)(6) 2014, the ecp stated that the ulcer was treated aggressively because it was assumed it was infectious in nature. The ulcer was not cultured.